Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were damaged and contaminated. It was also noted that the battery release and lead flex cover were contaminated, the heart lead flex and display were contaminated, the battery contacts were compressed and the side bail covers and battery drawer were broken. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked case and physical damage. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.